Manufacturer narrative:
Age of device: 15 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that vad system log file showed intermittent power spikes and large fluctuations in pulsatility index (pi). An echocardiogram performed showed left ventricle (lv) was decompressed when the pump speed was increased without an issue. Laboratory tests showed the lactate dehydrogenase (ldh) was slightly on the higher side but was still early post operative. Treatment with heparin was initiated in order to reach a subtherapeutic inr. The pump power did not return to the baseline level. The patient was discharged home and will continue to be monitored. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported elevated ldh level could not be determined through this evaluation. The submitted log file contained approximately 15 days of data from (B)(6) 2018 to (B)(6) 2018. The power, on the day of implant, ranged between 4.2 w and 5.3 w but increased to between 4.8 w and 6.6 w and remained stable there. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The pump remains in use supporting the patient. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.